Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states she is having a problem with her stimulator, the urologist ordered an x-ray to see how come the wires were doing something weird and they had moved and appeared to be in a pile like shoelaces. The wires were also poking out her bottom. Patient would not like the doctor turn stimulation off because she was afraid she would pee constantly, and had back pain which she thought was from arthritis and was taking prednisone to treat. Patient states her back hurt so bad right at her waist where her lead wires were and turned therapy off and within 4 days her pain was gone and she can walk. Patient states these problems have been ongoing since implant because "it too high". Patient cannot get a hold of her doctors off and would like to get in touch with the rep. Patient services emailed field staff who responded that they would take care of it. No further complications were reported or are anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the lead had not migrated and it was in the correct position and that the pain resolved once the stimulation was turned down. No lead revision is scheduled and the event was resolved. No further complications were reported.